Manufacturer narrative:
An in-vivo lead experiencing high impedances was reported to abbott. The lead was explant and discarded. The cause of the in vivo lead impedances cannot be ascertained. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates the lead was explanted. Lead showed possible sign of a fracture.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.